Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018 . No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. The probable root cause was determined to be a low battery that led to a transmitter failure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed due to no voltage. There was no log available to download. The allegation was undetermined. The root cause could not be determined.